Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times. Reportedly, the pump was reset and subsequently, a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 221 mg/dl.